Event description:
Prowater came apart while inside patients lad. From hospital personnel, "please advise process to have asahi prowater 180cm analyzed as it sheared and broke apart inside a patient's coronary artery." Two prowaters were used in the case, they are not sure which lot number the prowater that came apart is so /I have submitted reports for both.